Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products - unknown liner/ pn and ln unknown, unknown stem/ pn and ln¿s unknown, unknown cup/ pn and ln¿s unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01956.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 8 years post implantation due to osteolysis and pain as well as acute lymphocytic vasculitis associated lesion, corrosion, and metalosis like symptoms. Surgeon replaced head and liner. There were no complications or delays reported

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00205.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record could not be performed as the lot number was unknown. The part / lot for stem was unknown, therefore; device history records review and complaint history search could not be performed. Review of complaint history for the head with unknown lot number, the search identified twenty other complaints for the device for the same or a similar issue. Part/lot combination search could not be performed as lot number was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.